Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating elevated blood glucose levels. The customer reported that the suspected cause of the elevated bg level was due to the pump settings. Reportedly, the customer was unable to provide a bg value, but reported that the bg meter registered a "high" reading. Additionally, the customer had large ketones. Correction bolus was administered to address bg level. Recommendation was made to consult with health care provider regarding diabetes management.